Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of up to 145 ohms. The patient had a non boston scientific device which was changed out due to normal battery depletion. Prior to the procedure, a maximum energy shock was delivered with this lead and the old device. The physician elected to keep this lead in service, and testing was performed with the lead and new device and results were within normal limits. No additional adverse patient effects were reported.